Event description:
Additional information received reported there were high impedances and the patient reported "shocks" and a loss of therapy. It was noted the patient recovered without sequela.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s system was ¿malfunctioning.¿ it was further reported the patient ¿did not get any therapeutic effect¿ and decided with their physician that they ¿didn¿t want to take a chance and decided to replace the whole system.¿ a ¿loss of stimulation/therapeutic effect¿ was also reported. It was also reported that ¿there were no patient symptoms/injuries related to this event.¿ the patient¿s status was noted to be ¿alive¿ with ¿no injury or adverse event.¿ it was also noted that a ¿complete system was implanted as a replacement of the old one.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4) and lead model 39565-65 serial #(B)(4) showed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.